Event description:
It was reported that pt underwent total hip arthroplasty in 2007, during which she received a durom acetabular component. Post-op, pt reports she experienced pain, and was revised in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.